Manufacturer narrative:
Product event summary-the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 6947-65 implantable tachy lead: (B)(6) 2008.

Event description:
It was reported that elective replacement indicator occurred earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.